Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that had 99% stenosis, mild tortuosity and moderate calcification. Resistance was noted during advancement of the 1.2x6 mm mini trek balloon catheter to the lesion; however, it crossed successfully. The dilatation balloon did not inflate at all when pressure was applied and it was observed that the balloon was already ruptured. The balloon catheter was removed from the patient anatomy without resistance and a non-abbott balloon was used for pre-dilatation. A non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough, xt-r, guide cath: heartrail. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device and scanning electron microscopy (sem) analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.